Event description:
A malfunction alarm was reported with a specific code displayed, which was resettable. There was no adverse impact to the customer's blood glucose level. The technical support team assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer acknowledged.